Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 500 mg/dl. The customer stated that he had not set the basal rates on this insulin pump after receiving it as a replacement. The customer also stated that he had been treating the high blood glucose readings with manual injections. The customer was advised to revert to a backup plan until he could discuss his basal settings with his doctor.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.